Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure with array cross connector, when the doctor tightened a central screw of the connector with driver in the patient's body, the hexagonal screw hole was deformed. Subsequently, he could not tighten the screw. The cross connector was replaced.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned connector was evaluated. There was damage found on the hex drive feature of the center set screw, likely caused by a positioning/alignment error between the driver and the set screw. The hex was inspected and found that the damage has caused the feature to no longer meet specification. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions on device installation and tightening.